Manufacturer narrative:
Date of event: (B)(6) 2016.

Event description:
Customer reported the unit went to vent inop with an error code message of data acquisition (da) pcba adc failed. Customer reported that there was no patient involvement.